Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump receive pump error alarm. Customer's blood glucose level was 16.4 mmol/l at the time of the incident. Customer stated they did not noticed the error and high blood glucose occurred because of this. Customer treated with bolus and used pen if needed. The device will not be returned for analysis.